Event description:
It was reported that the vns patient¿s seizures had returned. The patient noted that her device was cycling more rapidly than before. No known interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.